Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous low blood glucose (bg). Customer went into diabetic shock. Food was consumed. Bg returned to target level. Low bg was due to the correction factor setting needing adjustment. Reportedly, customer discussed the setting adjustment with a healthcare provider.